Event description:
On (B)(6) 2014, I had the essure sterilization devices placed in my body. From that moment on, I have experienced 2 abnormal paps (never had any until implants), I suffer from extremely excessive bleeding, abdominal pain, vaginal pain, fatigue, weight gain, migraines and metallic taste in my mouth. Tooth decay and sensitivity and low blood pressure. Also my left tube isn't blocked at all which means the device has failed.